Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been taken to the emergency room (ER) with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 400 mg/dl while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia, large ketones, nausea and vomiting. The ER nurse stated the pod's reservoir was empty after only 2 out of 3 days of wear. The patient's mother reported treatment was given in the ER, but could not specify the details. The patient was released the after spending 10 hours in the ER, and has since resumed treatment with omni pod therapy. The patient's blood glucose, carbohydrate, and insulin history are as follows: (B)(6).

Manufacturer narrative:
Inspection of the device found that the reservoir was returned approximately 40% full of insulin. No timeouts or drive stalls were seen in the download data and the device did not generate any alarms. The exposed portion of the soft cannula was observed to be damaged. The timing and cause of this damage is unknown. Insulin was observed to leak from the damaged section of the cannula.